Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the display was distorted. Display flex tape was found damaged. Analysis also found the screen would not stay in place; lower hinges were worn out. Keyboard hinges and upper guide were broken. Antenna cable assembly was damaged. (B)(4).

Event description:
It was reported that the programmer booted up to a defective display screen. Power cycling was unable to resolve the issue. The programmer was returned for repair. There was no patient involvement.